Event description:
The customer was disoriented and emergency medical technicians were called. The device was used to check patient's blood glucose and results of 183 and 175 mg/dl were obtained. Emergency medical technicians checked patient's glucose and the level was 33 mg/dl. Patient was treated with a glucose IV. Controls were run on the system and they were out of range. The device was replaced and requested to be returned for evaluation.